Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) ¿just stopped working, wouldn¿t work inside, wasn¿t doing anything for them, and was dead.¿ the issue was not currently resolved and they wanted to know how to get it removed. According to the manufacturer¿s representative (rep) the consumer was seen by them on (B)(6) 2016 and they were unable to get the ins out of overdischarge. As a result the consumer was sent to a neurosurgeon for replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were only able to recharge one time after implant even though the recharger was fully charged. It was noted at that time no coupling boxes were seen. There was no out of box failure reported since the healthcare provider (hcp) was able to charge the implantable neurostimulator (ins) with the recharger prior to implant. Currently the recharger was unable to connect with the implant and neither the ins nor stimulation was working. It was unknown what issues may have led or contributed to the issue. An appointment was scheduled for (B)(6) 2016 and a request was made for the manufacturer's representative (rep) to be present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.